Event description:
It was reported that the patient's vns settings were decreased to prolong battery longevity and also reduce the impact on the patient's asthma. Per the physician, the cause of the asthma was vns stimulation, as well as the patient's underlying obstructive sleep apnea/respiratory issues that was exacerbated by the patient's previous higher settings. No additional relevant information has been received to date.